Manufacturer narrative:
The investigation for optical signal issue has been completed. The root cause of the optical signal issue was most likely biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. During support, placement signal not reliable alarm occurred. The case wrap up indicates the patient remained on impella support and was successfully weaned.